Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had shut down unexpectedly the unit gave a fan failure/over temperature message and a high-pitched squeal. There was no harm reported to patient.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported as fan failure/over temperature message that in order to fix the issue, they replaced the pump with another unit , that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Event description:
N/a.